Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code #20008 experienced by the customer was associated with a pt side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering eval confirmed that an axis cable had derailed, causing the cables to fall off the guide pulleys. Based on the complaint notes, it was determined that the cable most likely became derailed when the customer was attempting to remove the stuck drape. System error code #20008 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. Upon determining this condition, the safety system put davinci in a "recoverable safe state". As of 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing the da vinci surgical system for surgery, a drape became stuck in one of the system arms. When the surgical staff attempted to remove the drape, they experienced system error code #20008. Closer inspection of the stuck drape revealed a broken cable on the system arm. The pt had been administered anesthesia when the surgeon decided to abort the planned surgical procedure and rescheduled it for a later date. No pt harm, adverse outcome or injury was reported.